Manufacturer narrative:
The device log files were provided to technical support for evaluation. The log files confirmed the presence of the reported alarms, signifying that the inspiration block needed to be replaced. A warranty replacement for the inspiration block was provided to the customer.

Event description:
The customer indicated that the ventilator exhibited technical failures, specifically error messages 545, 316, and 400.